Manufacturer narrative:
Device history records were reviewed and no anamolies were found, no definitive conclusion can be made. Product has been shipped back for examination. Once examination has been performed a follow up report will be submitted.

Event description:
It was reported: the surgeon performed aculoc2 plate surgery, but the tip of the screwdrivers broke off. The surgeon was able to remove the screwdriver tips.